Manufacturer narrative:
This report is submitted on july 5, 2021.

Event description:
Per the surgeon, the patient developed an infection at the implant site, and was treated with intravenous and oral antibiotics (specific dates and durations not reported). However, the issue could not be resolved. The patient was placed under a general anesthetic in order to explant the device on (B)(6) 2021, due to the unresolved infection and skin breakdown over the receiver/stimulator. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 29, 2021.